Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm failure. There was unknown physical damage, unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for repair. There was no exterior damage to the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Primary audible alarm was found in the event history. Could not duplicate primary problem and no problem was found. No repair was needed. Device passed all functional and delivery tests.